Event description:
The complainant reported that the nurse reported reduced impella flow following a motor current (mc) spike. Review of the impella controller (ic) data indicated that the mc waveform flattened at 13:42, followed by a spike at 13:43, with mc exceeding 700 and flow decreasing to 0.7 l/min. Metrics did not return to baseline, and mc continued to run higher in the 400s, while flow further declined to 1.4 l/min from a previous 2.5 l/min. Additionally, the patient reported being unable to hear the pump operating during this period. Although pump function resumed, the patient noted that it did not sound as it had previously.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.